Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, unique identifier (UDI) and age of device are unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a system controller history interrogation a no external power alarm was detected. The manufacturer¿s technical service representative reviewed the submitted log files and confirmed no external power alarms taking place while attached to the mobile power unit (mpu). Additional information was requested for this event but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of no external power alarms can be confirmed. The information recorded in the log file provided by the customer revealed no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As a result this complaint file will be closed with no further actions. Heartmate ii lvas IFU doc # (B)(4) rev. H, heartmate ii patient handbook doc # (B)(4) rev. F, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.